Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that they noticed lipids leaking from the tubing near the nad connection site while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
The customer¿s report of leaking from the tubing near the needleless access device (nad) connection site was not confirmed. Visual inspection of the set noted no damage or any anomalies with any of the components. Functional and pressure testing resulted in no leaking. The root cause for the customer report was not identified.

Event description:
The customer reported that they noticed lipids leaking from the tubing near the nad connection site while connected to a patient in the nicu. There was no harm.